Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that post a stenting treatment procedure, restenosis occurred. (B)(6) 2008 - the patient presented with stable angina. The 70% stenosed target lesion was 15 mm long with a reference vessel diameter of 3.0 mm, located in the mid right coronary artery (rca). The physician pre dilated the lesion with an unknown balloon catheter and placed a 3.0 x 20 mm taxus perseus stent, with 0% residual stenosis. In addition, a non-target lesion located in the mid left anterior descending artery (lad) with 70% stenosis was also treated during the procedure. The patient was discharged the next day on aspirin and clopidogrel. (B)(6) 2013, 1721 days post index procedure, the patient was diagnosed with coronary artery stenosis and was hospitalized. Tvr was performed and the event was considered resolved without residual effects. The patient was discharged the next day.

Event description:
It was further reported the event that took place in (B)(6) 2013 was in regards to a non target lesion located in proximal left anterior descending artery (lad) and was treated with the placement of an unknown stent. The event was considered resolved without residual effects. The patient was discharged the next day.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).